Manufacturer narrative:
Concomitant product: ethicon mesh ultra pro, product: umm3. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional umbilical hernia. It was reported that after retrorectus implant, the patient experienced pain and recurrence. Post-operative patient treatment included revision surgery and excision of mesh.